Event description:
A hernia repair surgery was performed on (B)(6) 2010. The hernia was repaired using the product identified as atrium c-qur mesh lot #10677324004. After hernia was repaired, an inlay graft of atrium mesh, 8 inches x 6 inches in size was placed inside the abdominal cavity with the omega-3 portion of the atrium mesh towards the intestines. The omentum was pulled over the intestines, over which this mesh was inserted. Pt was released back to work after three weeks and within six weeks a bulge started to reappear in the abdominal area with pain and discomfort. When pt called to see the surgeon an appointment was made only to discover upon arrival at the office that the surgeon had since retired and he would have to see another surgeon in another office because there was still an outstanding bill that pt refused to pay because of the problems from the surgery. Pt continued to deal with the bulging getting worse that required one visit to an emergency room for abdominal pain in (B)(6) 2009. Pt continued to have abdominal cramping, difficulty with everyday activity, and a noticeable decrease in his quality of life. After contacting another surgeon, pt was told that the mesh was either failing, dissolving or folding over and another major surgery would be required within a year otherwise severe complications would follow. Due to pt's work situation and the required 12 weeks needed to be off, he had the second surgery in (B)(6) 2012. The second surgery required an abdonimal incision from just below chest cavity to the pelvic area including the permanent removal of the naval. Pt was hospitalized for almost two weeks and was off of work for a total of 12 weeks unable to do anything. In place of using surgical mesh, the doctor show to do the repair using cadaver skin for the second surgery. Pt is permanently scarred and considers himself abdominally deformed. Event reappeared after reintroduction: yes.